Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds. The lv lead exhibited a pacing impedance higher than 2000 ohms. Additional information is being requested from the field. This lv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).